Event description:
It was reported that a post-operative lead dislodgement occurred the day after implant during a pre-discharge evaluation. The lead failed to capture and sense, also exhibited high/unstable thresholds. The lead remains in use and the patient is scheduled for a lead revision for the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).